Event description:
Reporter noted patient had cataract (phaco) surgery in 2006; endophthalmitis os diagnosed on pod #3. Required vitreous tap with injection of intravitreal antibiotic. Vitreous culture: staph coag neg. Prognosis reported as unknown. Surgeon didn't know if event was device related.

Manufacturer narrative:
Product was not evaluated. Customer was using sterrad 50 for sterilization of phaco handpieces, but handpieces were only validated for steam sterilization. Discussed dfus with customer.